Event description:
It was reported the patient was having pains running down her right leg. Sometimes it goes all the way down to her feet and she can't move it. The event or symptoms occurred following a fall. The patient jumped down from her kitchen counter and landed flat on her knees. The patient went to the hospital to get xrays for a fractured knee cap. Since then the patient had been having pains. The patient had not turned off her stim to see if it reduces the pain. The patient was directed to talk with her interstim healthcare provider first before shutting off device to evaluate if it is related to her sciatica. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v552242, implanted: 2010-(B)(6), product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4).